Event description:
It was reported that the video system center displayed black image and had no picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and did not confirm the reported issue black image and had no picture. The subject device will not be sent back to olympus for further evaluation and repair. Updated fields: h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.